Event description:
The lens was returned with the indication that one haptic was defective. No additional information was provided.

Manufacturer narrative:
The lens was received with one haptic missing and the optic cut, dried saline solution was found on the lens. Due to the condition in which the lens was received, we are unable to determine the cause of the damage.